Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing measurement of approximately 3 milli volts and high pacing thresholds from 1.6 volts to 2 volts which were confirmed via clinical observations and remote monitoring system data. This rv lead was explanted and replaced with the same model in the left bundle branch placement. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing measurement of approximately 3 milli volts and high pacing thresholds from 1.6 volts to 2 volts which were confirmed via clinical observations and remote monitoring system data. This rv lead was explanted and replaced with the same model in the left bundle branch placement. No additional adverse patient effects were reported. Additional information indicated that the root cause for undersensing was not determined. This rv lead has been returned for analysis.